Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your report of foreign matter was confirmed but the root cause and source of the material could not be determined. One 20g insyte autoguard unit from lot #5077173 was provided for investigation. The product was received with open packaging. The needle was received fully retracted. The black fibrous material was observed at the tip of the catheter tubing. Due to the condition of the sample, it could not be confirmed if the material was included during the manufacturing process or introduced after the packaging was opened. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Event description:
It was reported that bd insyte autog bc plastic foreign matter on catheter tip. The following information was provided by the initial reporter: opened an IV package to start an IV and noticed a defect on the end of plastic catheter that looked like fuzz or frayed plastic. It was attached to plastic catheter.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.